Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was not reported. On the same day as onset, the patient was hospitalized and began treatment with tazime (intraperitoneally, dose, frequency, and duration not reported and tobramycin (intraperitoneally, dose, frequency, and duration not reported) for peritonitis. Three days after being hospitalized, the patient was discharged. Dianeal and extraneal therapies were ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.